Event description:
Case details: pt was with lower extremity ischemia due to dvt. Pt has been treated last week and a half with heparin and coumadin, and referring physician sent to dr. For percutaneous removal of clot that had not been responsive to medical treatment. Pt's pre-treatment creatinine was .9 and hgb was 12.6. The total interventional treatment suite time was approx 2hrs and dr. Operated the aj to collect 2 liters of evacuated material. Post-procedure, their urine was red and urinalysis showed few intact rbcs, concluding that reddness was due to free hgb (aj hemolysis) and not hematuria (active bleeding into the bladder). Post procedure hgb was only 6.5. During the next 24-48 hrs, their creatinine was measured at 1.9, pt stopped making urine experienced shortness of breath, tachycardia, possible pe, had mi confirmed by enzymes, and died. Pt had do not resuscitate orders by family.